Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an infection at the xiphoid site. A revision procedure was performed where the electrode was explanted. No additional adverse patient effects were reported.